Event description:
A male, pt, underwent aaa repair on (B)(6) 2009. The pt's anatomical form was suitable for endovascular repair but the left common iliac artery was tortuous. The procedure was conducted as labeled. A confirmatory angiogram showed no endoleaks but the contralateral (left) iliac leg was slightly kinked. As a preventive measure, another MFR's stent (12 mm x 4 cm) was additionally placed at the kinked site. As the kink was resolved the physician completed the procedure. The physician commented: "the tortuosity of the left common iliac artery must have been the cause of the kinking." On (B)(6) 2009, a follow-up CT image showed that the contralateral iliac leg had become kinked again and occluded. The physician is planning to conduct a thromboembolectomy and femoral-femoral bypass surgery. The current status of the pt is unk.

Manufacturer narrative:
(B)(4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, sizing requirements, without films/images the severity of the tortuosity is not known, but was likely a contributing factor. A definitive root cause cannot be reported at this time. However, when the associated risk documents are updated, this complaint will be documented to have resulted in significant harm as it appears the physician is planning a fem-fem bypass. We will continue to monitor for similar incidents.